Event description:
It was reported that while using bd synapsys¿ an increased chance of mis-association was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. "After icefall (B)(4) update synapsys actions are slow: when pressed mark as read the new sample contains the same patient information as the previous one. When the chrome browser is refreshed the new patient information is visible. When a plate is opened with a mouse click (detailed reading view) the detailed view of the plate is not opened. Instead the mouse is scrolling upwards. When a culture is opened in reading and the reading list is opened via the crumble it does not work. The reading list is not opened."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ an increased chance of mis-association was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " after icefall 4.0 update synapsys actions are slow: 1: when pressed mark as read the new sample contains the same patient information as the previous one. When the chrome browser is refreshed the new patient information is visible. 2: when a plate is opened with a mouse click (detailed reading view) the detailed view of the plate is not opened. Instead the mouse is scrolling upwards. 3: when a culture is opened in reading and the reading list is opened via the crumble it does not work. The reading list is not opened. "

Manufacturer narrative:
H.6. Investigation: the customer reported that following an update to synapsys 4.10, synapsys is slow, material number 444150, serial number (B)(6). While investigating this issue, it was discovered that the "mark as read" button does not function as required. When this is used the some of the patient demographic information from the previous screen remains on screen. This is a confirmed failure of a bd product, a system change request was created (B)(6) to address this issue in a service patch. Bd will continue to monitor for trends associated with this issue.